Event description:
Ninety y/o female, found to have possibly pulled at temporary pacing wire, tape held, but the pacing wire fractured. Physician recommended having the wire evaluated by company as it was believed that it should have held. A new pacing wire was inserted, pt found to have group b/septicemia and bacteremia due to line related problem, probable pt contamination, group b believed to originate from skin/bowel contamination. Antibiotic treatment carried out with insertion of a permanent pacemaker today. No other complications noted.